Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/22/2017 with the following findings: the pump¿s basal change history appeared to not match the user¿s active basal program due to temp basal programs being run. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate with no issues occurring. At the end of testing the basal history correctly showed 2.0 units and the total daily dose (tdd) showed 48.0 units. The total daily dose¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The initial complaint about an insulin remaining reading issue was not duplicated during investigation. There was no defect found with the pump. The battery cap was not returned with the pump and a test cap was used to complete the investigation. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 05/28/2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of 600mg/dl associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and received treatment in the emergency room of insulin via injection by their healthcare provider. During troubleshooting with customer technical support, it was alleged that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.